Event description:
The facility representative reported an infusion pump with failure code 812:02. Information was not provided regarding whether or not the failure occurred during a patient infusion. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being submitted in accordance with instruction from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 18, 2007. Evaluation summary:the reported condition of fail code 812:02 was not confirmed or duplicated during product evaluation. No action was necessary for this fail code.